Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the act button on the insulin pump was a little spongy and had to be hit a couple of times. She also reported that the battery life was diminished, the insulin pump had received random no delivery alarms, and the screen sometimes had rainbowing. There were scratches on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.